Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump exposed to fluid. The customer's blood glucose was unknown. The product was returned for analysis. Customer stated that the pump display went blank immediately after insulin pump exposure to moisture. Customer also stated a constant tone is occurring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test and displacement test due to blank display.